Event description:
Determined to be reportable based on analysis completed in 2008. It was reported that during a plain old balloon angioplasty procedure, there were difficulties crossing the lesion. A 1.5x15mm maverick2 monorail balloon catheter was unable to cross the lesion. Used another maverick balloon to complete the procedure. The pt status is listed as good with no complications reported. Device analysis revealed a shaft fracture.

Manufacturer narrative:
Returned product analysis revealed a break in the hypotube 88.1cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. Both sections of the hypotube were kinked at various locations. A severe kink was present in the distal subassembly extrusion. An examination of the balloon found that the balloon had been inflated and was not refolded correctly. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure that limited the performance of the device.